Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There is no evidence of product malfunction or any fluid leaks. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. The pt did not have any catheter related problems. She was treated with antibiotics and is currently doing well and continues on peritoneal dialysis with the same cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
Peritoneal dialysis home pt called tech support regarding alarms during treatment. Pt stated that she missed her treatment on the cycler as a result of alarms, but was able to complete the treatment with manual exchanges. During the call the pt mentioned that her drain bag was cloudy and had a possible piece of fibrin. Additionally, she said that after doing her manual exchanges, she went to the emergency room. She was prescribed antibiotics and discharged to home.